Manufacturer narrative:
Corrected information is provided in b.2. And h.10. The original report submission for manufacturing report number 2028159-2020-00307 reflected a reportable event based on the customer¿s brief description of what they experienced. A contrasting interpretation of the stated event in the service request prompted a supplemental report to reverse the original reporting decision. Upon further evaluation of all available information, this supplemental report is now being submitted to again confirm that the customer¿s reported event does constitute a reportable event as was originally reported. Further investigation by the device manufacturer remains in progress at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in b.2. And h.10. The initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in d.10., h.3., h.6. And h.10. The company service representative examined the system and was able to confirm and replicate the reported event. The nonconforming caster was replaced. The system was then tested and met all product specifications. In a follow-up communication with the company service representative, it was confirmed that the stem of the wheel and the connection to the base of the stand were not compromised. The microscope operator¿s manual provides instructions that the user should verify the mechanical security of the system prior to use. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming caster. However, how or when the caster became nonconforming is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the caster wheel of the microscope stand came off. Additional information has been requested.